Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the device had been singulated three (3) times, and no stents were returned. The singulation slide motion and implantation button motion were functioning as intended. The introducer sleeve subassembly motion was smooth and without resistance. Further inspection found no non-conformances related to the reported event. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon experienced difficulty during attempt to implant the third stent from a trabecular microbypass stent system, and the surgeon was unable to locate the tip of the trocar intraoperatively following the attempt. Per report, the surgeon successfully implanted the first two stents, and there was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: h6: (method code 5) 4118. The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).